Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018. If explanted; give date: it was indicated that the lens explant was scheduled for (B)(6) 2018. However, to date no confirmation has been received. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had myopic outcome of -0.75d (diopter) one week post-implantation of the zct150 toric iol (intraocular lens) in her left eye (os). Reportedly, the lens was planned to be explanted. No additional information was provided.

Manufacturer narrative:
Additional information: based on new information received, the intraocular lens zct150 16.5 diopter was explanted on (B)(6) 2018 and a zct150 +15.5 diopter was implanted as a replacement. There was no patient injury reported and no secondary surgical intervention was required. The patient was doing well when discharged. The account commented that the explanted lens is not available for investigation. The following field has been updated accordingly: if explanted; give date: (B)(6) 2018. Updated patient code 3191 - from planned explant to explant. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.